Manufacturer narrative:
The technician found the side rail mount bracket is bent. The technician replaced the side rail mount bracket to resolve the issue.

Event description:
The account alleged the side rail is broken and not latching. No patient impact.